Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the cross link clamps does not open enough to fix the 3.5mm pin.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the cross-link clamps were not manufactured according to the specifications. Tests have shown that the inner pin is not positioned appropriately, not deep enough; therefore the pin can not be moved or can only be moved in the region of the bore. We assume that a step during the production process was not executed correctly. This is clearly a manufacturing error. Unfortunately, this failure has not been discovered during the final quality control. A CAPA has been opened for this complaint event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a quantity of two for the same part number and lot number. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.